Event description:
It was reported the patient's ipg has reached eri showing the replace generator soon message. The patient uses very high tonic settings. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient lost therapy and patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one. Post procedure therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.